Manufacturer narrative:
Concomitant medical products: product ID: 3888-56, lot# va0ncvg, implanted: (B)(6) 2015, product type: lead. Product ID: 3888-56, lot# va0ncvg, implanted: (B)(6) 2015, product type: lead. Product ID: 977a275, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 3708260, serial# (B)(4), implanted: (B)(6) 2014, product type: extension. (B)(4).

Event description:
The healthcare professional (hcp) reported via the manufacturer representative that the patient had an infection after a revision. The hcp removed all the leads, extensions and the implantable neurostimulator. The patient was going to be re-implanted on (B)(6) 2015. It was unknown what led to the event or if any diagnostics or troubleshooting were performed. The issue was resolved at the time of the report. The indication for use was spinal pain. No device issues reported. If additional information is received a follow-up report will be sent.